Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.

Event description:
While the resident was transferred from his power wheelchair to bed using a mechanical life (assisted by two staff members), a sling strap broke causing the resident to fall back into his wheelchair. There was no injury reported.